Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The peritonitis was manifested by stomach pain and the patient was treated with vancomycin (1.5 gram during next exchange, then every fifth day, route not reported) and injection magnova (1 gram in next bag, then 500 mg in each exchange, route not reported). The patient was reported to have recovered from the peritonitis. Pd therapy was ongoing. Additional information was requested but is not available.